Manufacturer narrative:
The lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted, should further information be provided.

Event description:
Boston scientific received information that one year post implant, this left ventricular lead (serial number unknown) had exhibited loss of capture and had been surgically abandoned and replaced with a competitor's product at that time. On (B)(6), 2010 achest x-ray revealed that the abandoned lead had broken into two pieces. A revision procedure was performed and the broken pieces were removed. No additional adverse patient effects were reported.